Manufacturer narrative:
The complaint was confirmed and will be considered use related. A u-shaped break was found in the blue tubing at the 53cm depth mark. The u-shaped break is consistent with a burst due to overpressurization. The product IFU states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." The catheter had been cut near the 7cm depth mark and the distal segment of the tubing was not returned for evaluation. No defects related to the manufacturing process were found on the complaint sample. A chr of lot #retl0190 showed one other similar product complaint(s) from this lot number. (269686).

Event description:
There is a leak/break approx. 3cm down on the catheter.